Event description:
The customer reported to baxter healthcare a minivolume extension set in which a no flow was detected immediately upon connecting to a hospira clave, which was attached to the patient's angiocath. The customer stated that the extension set was able to be initially primed and was in use with a bard pump to infuse propofol. The customer stated that flow was successfully established after inserting a stopcock between the extension set and hospira clave. The customer alleges that the no flow occurred because the male luer on the extension set distal end is smaller than usual. The customer observed that the luer collar of the extension set had one ridge instead of two ridges typically observed on this product, and the blue tip protector also appeared to be smaller than usual. The customer has already contacted baxter to arrange for replacement product. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No further information is available.

Manufacturer narrative:
(B)(4). Baxter received one actual sample for evaluation. Visual testing and functional testing were performed and the reported condition could not be confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause of the reported condition could not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned a sample for evaluation. Additional information: upon receipt of samples for report # 6000001-2012-11988, it was found that the customer had also returned a sample for this reported condition. The sample is currently being evaluated by baxter personnel.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.